Manufacturer narrative:
Phone number is not available at the time of this report. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the arrow keys is not working. There was no reported patient involvement.